Event description:
Information received from the field notes that when the patient was seen for a routine follow-up, on ECG there was no pacing and the patient's intrinsic heart rate was approximately 40 bpm with atrial fibrillation. The patient was asymptomatic.